Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced a few occlusions alarm. On (B)(6) 2024, the patient changed her insulin infusion set because she noticed insulin was leaking from the site. On (B)(6)2024 at 05:00 p.m. She had changed her cartridge. She did report hypoglycemia overnight and having to treat with carbs to get blood glucose to come up above 70 mg/dl. On (B)(6)2024 morning, she took insulin for breakfast and then started to get occlusion alarms. She took out her cartridge, cleaned around the bottom of the pump, reloaded the cartridge, and filled the tubing again. She did see insulin dripping from the infusion set connection. No further information available.